Event description:
It was reported that the wake buttons is becoming stuck down. There was no impact to customer's blood glucose level.

Manufacturer narrative:
T slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is 11 years old.